Event description:
Pt had a central line in place from an outside hospital (B)(4). Needed a new central line and while line was being placed pt experienced flushing, tongue swelling, oxygen desaturation, loss of peripheral pulses, difficulty in obtaining a cuff pressure, and bradycardia. Pt required doses of epinephrine and bicarb as well as steroids, diphenhydramine. Twelve hours after event pt was weaned off epinephrine drip and 24 hours after event tongue swelling was resolved. The catheter that was being placed was a cook central venous catheter - minocycline/rifampin coated. Pt has no history of an allergic reaction to these materials or any other documented allergy. Physicians treating her believe the anaphylactic action to be caused by the new central venous catheter. Pt was intubated, with an indwelling foley catheter, an arterial line, and an ng tube. Pt was receiving continuous infusions of precedex an dilaudid when the event occurred.